Event description:
It was reported to boston scientific corporation that a jagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the physician faced difficulty advancing the jagwire into a bsc ultratome and at the end of the procedure the coating of the jagwire peeled. The facility reported that there were no fragments that fell into the patient and the procedure was completed with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a jagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the physician faced difficulty advancing the jagwire into a bsc ultratome and at the end of the procedure the coating of the jagwire peeled. The facility reported that there were no fragments that fell into the patient and the procedure was completed with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the physician faced difficulty advancing the jagwire into a bsc ultratome and at the end of the procedure the coating of the jagwire peeled. The facility reported that there were no fragments that fell into the patient and the procedure was completed with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the physician faced difficulty advancing the jagwire into a bsc ultratome and at the end of the procedure the coating of the jagwire peeled. The facility reported that there were no fragments that fell into the patient and the procedure was completed with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The device has been received but not evaluated by manufacturer, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device confirmed that ptfe jacket was peeled at the jag end. The outside diameter (od) of the device was measured at three locations along the length of the wire and found to be within od specifications. Manufacturing records were reviewed and revealed no anomalies or deviations in the manufacture of this batch. Although the exact cause of failure could not be determined at this time, the evidence presented by the device indicates that at some point during the procedure the guidewire may have came in contact with a sharp or metal object that may have caused the failure. The directions for use states, "caution: do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire". As a result of this investigation, this event has been assigned the most probable root cause of caused by other device.